Manufacturer narrative:
Product ID 3889-28, lot# va1pr6t, implanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The lead revision was completed on (B)(6) 2020. There were no further complications reported.

Manufacturer narrative:
Product ID 3889-28, lot# va1pr6t, implanted: (B)(6) 2018, explanted: (B)(6) 2020. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Product ID: 3889-28, lot# va1pr6t, implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.